Event description:
The manufacturer received information alleging a ventilator delivered pressures greater than set pressures. The patient became hypoxic and was admitted to the hospital. No contact information or device information was received. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.